Event description:
A resolute integrity drug eluting stent was being used to treat the proximal and mid lad which was calcified and tortuous. The lesion was pre-dilated with 3 balloons. During the procedure the first resolute integrity was implanted successfully. No damage was noted to the packaging and there was no issues noted when removing the device from the hoop/tray. The device was inspected with no issues. Negative prep was performed with no issues. It was reported that during use of the second resolute integrity device the stent became deformed during passage through the lesion. The stent was removed from the patient. No resistance was felt when advancing the device to the lesion. The physician completed the procedure with three resolute integrity stents (3.0 x 34 mm, 3.0 x 15 mm, 3.5 x 12mm). There is no patient injury.

Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 1 distal stent wraps with struts stretched and overlapping. Slight deformation was evident to the distal tip, jagged and uneven. If information is provided in the future, a supplemental report will be issued.